Event description:
It was reported that the patient presented in the clinic with pocket erosion and redness at the device implant site, due to infection. The physician elected to explant the implantable cardioverter-defibrillator (ICD) on (B)(6) 2026. The patient was in stable condition.

Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.